Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. However, the insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer refused to do troubleshoot and wanted a replacement insulin pump. Customer reported having a high blood glucose after the motor error. Customer's blood glucose reading was 243 mg/dl. Customer was priming the pump and she received the motor error message when she went to place the infusion set. Customer could not recall any significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.